Event description:
It was reported that at the start of dosing, a pain pump reported a severe blockage. Immediately check that the smiths medical extension catheter was it was in the correct direction. At the same time, it was found that the flattening left by the closures of both the short and cassette extension hoses was so great that it was thought that the drug could not flow freely in the hose. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation results: a photograph of the cadd cassette reservoir used by the customer was examined. The occlusion reported by the customer was not confirmed from the photographic examination. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.